Event description:
A customer called beckman coulter regarding a unicel dxi instrument that was generating discordant accu tni and ckmb results. - a patient's sample was tested in 2003 for accu tni and ckmb. The results were 4.69 ng/ml and 9.20 ng/ml respectively. The elevated results were determined to be discordant based on a system-generated flag (delta check). This flag informed the user that the patient had previous low results earlier that morning. - the sample was retested using a different chemistry analyzer. The repeated results were 0.08 ng/ml for accu tni and 1.91 ng/ml for ckmb. He customer indicated that the patient was admitted into the hosptial due to low blood pressure. The admission of the patient was not related to falsely elevated results. There was no change to the patient treatment that can be attributed to this event.